Event description:
It was reported that the patient did not maintain and charge the device as recommended, therefore the ipg became inoperable. In turn, the ipg was explanted and replaced, which addressed the issue.